Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a service call and found that the top of the acid pump was loose and leaking, which was rectified. The cse also found that the sample syringe plunger was touching the bottom of the glass sample syringe. The cse cleaned and lubricated the syringe and adjusted the clamp. The cse re-plugged all the connectors to the fluid input/output board (giob) and re-positioned the cable. The cse ran quality controls and validated the instrument, which were acceptable. The cause of the discordant, false negative total hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative total human chorionic gonadotropin (hcg) result was obtained on one patient sample on an advia centaur instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The sample was then diluted with a dilution factor of 1:100 and 1:200 and was tested on the same instrument, resulting higher both times. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative total hcg result.